Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent act button due to moisture damage on keypad trace. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, broken belt clip slot, stained end cap sticker and scratched reservoir tube window.

Event description:
It was reported that the insulin pump experienced frequently no or intermittent response by button presses for all buttons. The caller stated that the insulin pump had neither been dropped nor exposed to moisture. The customer's blood glucose was 158 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.